Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-15214 it was reported the patient¿s ipg was unable to be placed into MRI mode due to high impedances. Surgical intervention may take place at a later date. Note: it is unknown which lead is liable, as such both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the leads were replaced to address the issue.